Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got failed battery alert on insulin pump. The customer's blood glucose was 152 mg/dl. The customer stated that they received battery failed alarm after inserting new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to completely broken off motor slide. Sleep current measurement and active current measurement within specifications. Unit passed self test. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery alarm noted during testing. Unit received with cracked retainer, minor scratched display window and scratched case.